Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that following a generator change, a carelink transmission alerted due to "svc + rv defib impedance." The right ventricular (rv) lead triggered an alert due to high impedance measurements. The patient was admitted and the device detection was programmed off. Four days later, the system was investigated. The pre-procedure electrogram (ECG) recording showed reproducable noise with device manipulation, however lead impedance measurements were noted as within normal limits. The lead was reconnected with no noise detected. Two days after the revision, the impedance alert was triggered again. The patient was admitted and the superior vena cava (svc) coil was programmed off for high voltage therapies. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The analyst noted that there were high rv and superior vena cava (svc) coil impedances noted on 2013-(B)(4). The rv and svc both use the rv conductor. High impedance measurements on both channels may indicate that the rv is the root cause. An out of tolerance subthreshold lead impedance alert was triggered on 2013-(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.